Event description:
This is a spontaneous report by a baxter employed healthcare professional from I(B)(4) of patient with a break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date (2010) the patient experienced a break in aseptic technique due to a mistake. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was admitted to the hospital. The patient was treated with reflin 500mg/day ip, heparin 1000 iu, three times/day ip and amikacin 50mg/day ip. On (B)(6)2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient recovered from the peritonitis and reflin, heparin and amikacin therapies were discontinued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem and will continue to monitor to determine if further actions are required.